Manufacturer narrative:
The product was returned for analysis. Iol received in a specimen container with an unknown solution. Iol received in two segments. One haptic is detached from the iol. The optic and the other haptic are received in one segment. The root cause is deemed to be manufacturing related. The product did not meet specifications. The measured efl shows incorrect diopter lens. Nci was raised as part of this investigation. There has been three other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of intraocular lenses (iol) the patient experienced refraction 0f 4.0d dioptric error. The lens was exchanged/repositioned in a secondary procedure. In surgeons opinion the problem can be in labelling - iol has a different dioptric power than is marked on the package. Additional information could not be obtained as the reporter is unwilling to follow-up.